Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pup had motor error alarms and buttons were unresponsive. Blood glucose level of the customer was unknown. It was also stated that the reservoir compartment had a smell of the insulin and insulin pump had no delivery alarms. The insulin pump will not be returned for the analysis.